Event description:
It was reported that the pt fell and the electrode was dislodged on the pt's right side. The pt experienced stimulation in the wrong location. Impedance measurements were within normal limits. The physician performed a lead revision. Following revision, the device was working well.